Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of having a blank screen display. Customer attempted to change battery and received much battery out limit alarms during normal use, even after six battery changes. Customer's blood glucose was 465 mg/dl. Call was dropped after customer received assistance in changing time and date. Unsuccessful attempts were made to contact customer for further troubleshooting.